Event description:
It was reported that this pacemaker recorded episodes with false atrial tachy response (atr) due to far field over sensing of r waves. Device reprogramming was recommended and completed. Also, episodes with loss of capture (loc) and under sensing have been recorded as well. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.